Event description:
The customer contact reported a leak below the flush device with subsequent bleed back. Prior to a surgical procedure, the arterial line was primed with heparinized 0.9% normal saline solution. The line was connected to the patient and after an unspecified length of time during surgery, the doctor noted bleed back into the pressure tubing on the pulmonary artery line. The doctor activated the squeeze flush on the line and noted leakage of normal saline solution from a "hole" in the pressure tubing. The pressure tubing was replaced and the surgical procedure was comlpleted. There was no reported adverse patient effects. Though requested, no additional information was provided.